Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected no reservoir alarm noted.

Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called to assist customer at home. The blood glucose reading was 23 mg/dl when the paramedics arrived. Caller stated that the customer is on dialysis and the blood glucose runs low after dialysis. Caller state that the reservoir was showing less insulin than the status screen. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.